Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.